Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 26-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("patient has undertaken steps to proceed with the removal of her essure implants") in a female patient who received essure (batch no. 835435) for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required), myalgia ("muscle pain every day"), fatigue ("permanent fatigue"), weight increased ("weight gain") and hyperthyroidism ("hyperthyroidism"). The patient was treated with surgery. At the time of the report, the medical device removal, fatigue, weight increased and hyperthyroidism outcome was unknown and the myalgia had not resolved. The reporter considered medical device removal to be related to essure. The reporter provided no causality assessment for myalgia, fatigue, weight increased and hyperthyroidism with essure. Diagnostic results: several examinations had been performed over the years, including blood tests, computerised tomogram (CT-scan) and nuclear magnetic resonance imaging (MRI). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-mar-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 497 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 835435 (production date feb-2011, expiration date feb-2014). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and it was reported that the patient has undertaken steps to proceed with the removal of her implants. This event, considered as device medical removal, was considered anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because a device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.